Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. The event can be prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in nozzle. There was no patient involvement.